Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads were extracted due to infection via laser lead extraction. Information about the patient condition was not reported.